Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received vibratory alert and presented to an emergency room, post-paced t wave oversensing was noted on an implantable cardioverter defibrillator. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. The suggested programming changes were made. The patient was stable throughout.